Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm and pump stop event was confirmed. The evaluation of the returned system controller serial number (B)(4) revealed that both fuses were damaged. As a result, the system controller was not able to operate the test pump during analysis. The fuses were replaced and the system controller operated the test pump as expected. The system controller was operated for extended period of time while connected to a mock circulatory loop and there were no atypical alarms/events observed. The log files were successfully retrieved from the system controller. The data contained in the event log file revealed that the pump was connected to the controller on (B)(6) and the system initiated operation at the set speed with a driveline power fault alarm being active. The alarm was also associated with a pwr b broken which is the same power line which activated the driveline power fault alarm on the first controller. The system continued to maintain the set speed with an active driveline power fault alarm until (B)(6) when at 8:29 am the recorded power increased from 4.7-4.8w range to 6.35 w and at 8:30 am a driveline comm fault (associated with intermittent com a fault) also became active. The power recorded at this time was 8.03w. The entry recorded at 8:32 revealed that a controller internal fault alarm became active in addition to the driveline power and communication fault alarms. The voltage levels supplied to the controller decreased from 14.4v to ~7v and the current for line a increased to 4a resulting in an open fuse a (ocp a open). The motor speed decreased to 0 rpm and the controller activated a lvad off alarm. The next entries revealed multiple active alarm conditions, the speed remained at 0 rpm, the fuse b also failed and the controller was disconnected from the pump. The periodic log file contained events recorded from (B)(6) 2021. The recorded data did not add any new information regarding the reported event. A specific root cause for the driveline power fault alarm and what caused the damaged fuses in the controller was not able to be determined. Heartmate 3 patient handbook, rev c, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, rev c, under section 7 ¿alarms and troubleshooting¿ explain all alarms, including driveline power fault and backup battery fault alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook, rev c cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline fault alarm and backup battery fault alarm. Log file review captured a driveline power fault in addition to strings of low power advisories due to normal battery depletion. There was no interruption in pump support during these events. The modular cable and controller were exchanged on (B)(6) 2021 but the fault alarm persisted. The patient was sleeping when the alarm occurred and they were asymptomatic. There was no discoloration or visible damage noted on the driveline. Further log file review after the controller exchange revealed that the driveline fault was occurring in the same phase as the original controller. A pump stop occurred on the morning of (B)(6) 2021. Another controller exchange attempted while the pump was stopped due to a driveline fault and controller fault. The new controller was unable to start the pump. The patient reported that their modular cable connection had been getting warm for the past two weeks and they felt a small shock from it. The patient also reported that the controller had been getting very hot. The hot modular cable connection caused the patient to sustain burns to their skin. The controller and modular cable were disconnected from the patient. Patient was transferred to the intensive care unit (ICU) on dobutamine, epinephrine and inhaled nitric oxide. Related manufacturer reports: heartmate 3 lvas implant kit MFR # 2916596-2021-06925. Modular cable MFR # 2916596-2022-00533. Controller after second exchange MFR # 2916596-2022-00534. Modular cable after exchange MFR # 2916596-2022-00535.